Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery and priming test. The motor passed the motor test, there was no motor error alarm and no excessive no delivery alarm. All buttons functioned properly and there was no damage on the keypad assembly. The insulin pump was received with scratches on the lcd window. The insulin pump was received with cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube lip and scratches on the reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm, keypad anomaly and motor error alarm on the insulin pump. Customer's blood glucose reading was 544 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received a no delivery alarm, they filled the tubing and finally received a motor error alarm. Customer advised the buttons were unresponsive and they experienced keypad anomaly as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.